Event description:
It was reported that t-wave oversensing and noise episodes were noted. X-ray was performed and exhibited what appeared to be an externalized conductor. The lead was explanted and replaced with a new lead. The patient is fine after the event.

Manufacturer narrative:
(B)(4).